Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver did not prompt for the 12 hour calibration. No product or data was available for evaluation. Confirmation of the complaint could not be determined. The probable cause could not be determined. No additional event or patient information is available.